Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s stimulation was turning on and off. The manufacturer representative reported that the ins will be at 50% charge and then randomly turn off by itself for a couple of hours, then turn back on again. The caller noted that the patient could be referring to the controller. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep said that there was no issue with the controller or ins, the patient just needed re-education. The issue has been resolved. No further complications were reported.